Event description:
A ventilator was returned to the MFR for service. There was no harm or injury reported.

Manufacturer narrative:
During the eval of the device at the MFR¿s service center, a test step failure was observed. The device¿s sensor board was replaced to address the issue.